Event description:
Reporter states,customer received result of 295 mg/dl on the advantage system and 117 mg/dl on professional's device within 10 minutes. No high blood glucose symptoms reported with these results. No actions taken based on device results. No quality controls were used. No adverse event reported. Requested return of suspect device and replacement was sent.